Event description:
It was reported that a balloon rupture has occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6atm. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).